Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer changed pump supplies to address the issues. In addition, it was reported that the pump shutdown unexpectedly. The customer declined to further troubleshoot with tandem technical support. Customer's blood glucose level ranged from 220-225 mg/dl.